Event description:
On (B)(6) 2012, the lay user/patient's mother contacted animas to report that the patient obtained elevated blood glucose (bg) readings the day prior. The reporter claimed that at 2pm, the patient tested at 312 mg/dl and a correction bolus was delivered using the pump. Approximately 1 hour later, the patient's bg was re-checked and was up to 400 mg/dl. At 3:45pm, it was checked again and the patient's mother reported, the patient's bg was up to 450 mg/dl and had tested positive for ketones. There was no mention of any other signs/symptoms suggestive of hyperglycemia. The reporter stated the patient was administered a correction via syringe and her bg returned to target that evening and confirmed it had remained within her target range. At the time of troubleshooting, the patient's mother confirmed all pump settings including the date and time were correct. The reporter stated patient's last site change was on (B)(6) 2012 and denied that the patient had any issues with her site. The reporter also confirmed all the connections were secure and there was no evidence of insulin leaking or air bubbles in cartridge or tubing. This complaint is being reported because, the patient reportedly developed signs/symptoms suggestive of hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
Correction to previous report: the report was inadvertently submitted under report number: 2531779-2013-09931 the device has been returned and evaluated by product analysis on 09/20/2013 with the following findings: testing was unable to duplicate the complaint, the pump information for the complaint date has been overwritten. The meter was not returned with the pump. No insulin delivery defect was found. The black box begins on (B)(6) 2013. Pump history and black box for event on (B)(6) 2012 has been overwritten. Pump I:c ratio was set to 1u:10g for the investigation. Returned pump was successfully paired with test meter. The test meter correctly showed the same I:c ratio as the pump. Performed a ezcarb bolus from the test meter using 50g carbs; test meter showed correct calculation of 5.00u. Units remaining were correctly calculated in steps 17 through 20 and written to the pump history. Pump successfully passed a 29hr flow accuracy test. Unrelated to the complaint, the display has a pinkish contrast. Removed cover and replaced pink display with test display. The test screen is fully illuminated with no visible signs of discoloration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.